Event description:
It was reported that during a carotid angioplasty procedure for a stenosis of a lesion located in the carotid artery (lesion characteristics are unk), the 10.0 x 37 mm wallstent "dispositive of liberation broke down". The stent was removed with an unspecified device. The procedure was then aborted due to another wallstent was unavailable. The pt's condition post procedure was reported as "stable". Further info regarding this event has been requested, but not received.